Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, the complaint investigation found objective evidence indicating that a product problem occurred, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the function board of a fresenius 2008t hemodialysis (hd) machine, which caused the clic device not to work. The biomed wasn't sure when the event occurred (during treatment or before), but the event did not result in any treatment interruptions or patient complications. Initially, the biomed was told by staff that the usb port for the clic device wasn't functioning. Upon evaluation of the machine, the biomed found the l16 resistor split in half with evidence of charring around the component. No other damaged components were found. No burning smell, smoke, sparks or flames were reported. The affected machine had approximately 11,147 hours on it. The machine did not have any past problems with failing the electrical leakage test. It was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The damaged function board was replaced and the machine was put back in service. The sample was reportedly available to be sent back for evaluation.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the function board of a fresenius 2008t hemodialysis (hd) machine, which caused the clic device not to work. The biomed wasn't sure when the event occurred (during treatment or before), but the event did not result in any treatment interruptions or patient complications. Initially, the biomed was told by staff that the usb port for the clic device wasn¿t functioning. Upon evaluation of the machine, the biomed found the l16 resistor split in half with evidence of charring around the component. No other damaged components were found. No burning smell, smoke, sparks or flames were reported. The affected machine had approximately 11,147 hours on it. The machine did not have any past problems with failing the electrical leakage test. It was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The damaged function board was replaced and the machine was put back in service. The sample was reportedly available to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.